Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the prograsp forceps instrument broke while inside the patient. The customer did not see any pieces fall, but the surgeon wanted to know if all the pieces were accounted for from the instrument. The procedure was completed with no reported injury by using a backup instrument. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The customer resolved the reported issue by using a backup prograsp forceps instrument and the system was then working properly. The alleged prograsp forceps instrument has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the prograsp forceps instrument associated with this event cannot be performed at this time because there is insufficient information. An event verification confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system (B)(4). Isi received images of a broken prograsp forceps instrument. A review of the image was conducted by an isi clinical development engineer (cde) and found the following information: it appeared that the grips of the prograsp forceps instrument were dislodged from the grip axis pin and the grip axis pin was still installed, however, usually for the grips to become separated, the swaged end of the pin has to be defeated/reversed. The images were not zoomed in enough to identify if there are any small fragments at the swaged end that broke off. In order to confirm if all components of the prograsp forceps instrument are present, the alleged instrument needed to be returned for the failure analysis process. This complaint is being reported as a reportable malfunction event due to the following conclusion: it was alleged that the prograsp forceps instrument broke inside the patient, and it is unknown if there were any small fragments at the swaged end that broke off. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.